Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: probes did not work with crossfire consoles probable root cause: probe short (possibly due to fluid ingress). Open circuit (possibly due to loose electrical connection). Power output variation, wrong default setting, nonconforming hand piece cable. Use error. (B)(4).

Event description:
It was reported that the probes did not work with crossfire consoles. Surgeon had to convert to open procedure.